Manufacturer narrative:
Citation: mroczek t et al. Perventricular implantation of melody valve in child with pulmonary hypertension after a potts shunt. Ann thorac surg 2017;104:e67¿9. Http://dx.doi.org/10.1016/j.athoracsur.2017.01.084. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) old female patient with truncus arteriosus communis who underwent right ventricular outflow tract (rvot) reconstruction with implant of a 12-mm medtronic contegra conduit (serial number not provided). At the age of 4.5 years the patient presented with deteriorating exercise tolerance and low weight of 12 kg. Echocardiography revealed severe right ventricular (rv) dysfunction and elevated pulmonary pressure. The contegra conduit was distended to 21 mm in diameter, the pulmonary valve (pv) incompetent, and progressive heart failure was noted. After a potts shunt was surgically created, the rv wall was punctured and a wire introduced into the right pulmonary artery. A medtronic melody valve was delivered over the wire into the rvot and successfully placed at the contegra graft level. Post-operative course was uneventful. A 2-year follow-up showed a fully competent melody valve, no rhythm disturbances, healthy weight gain, and a spectacular improvement in the quality of life. No additional adverse patient effects or product performance issues were reported.